Event description:
In 2005 - plastic surgery- to abdominal by dr (B)(6) in (B)(6) hospital. In 2010 - infection dr insert plastic message with pig skin that was not approved by FDA. I nearly die from this infection/ pulmonary embolism, and insert of inferior vena cava filter to help save my life, after a month of hospitalized- and treatment at home, round the clock I survived, 2023- additional infection more was there, blood transfusion, 5 hemoglobin listed, hospitalized (B)(6) 2024 surgery completed- after a merchant for 1 year recuperating now with lots of pain, walking is difficult, all lifestyle stopped and no attorney will take my case or help me with this mess - condition, frustrated. I want to know if the government can help me with funds from pain and suffering to disability. My life changed. Weak abdominal walls.